Manufacturer narrative:
Smith and nephew is the distributer of this device. The legal manufacturer, mps precimed sa, was informed about this issue and they will be in charge of the event. They will report to the food and drug administration and any other authorities as deemed necessary.

Event description:
It was reported that during inspection process, the tc rev/rt/rt mod. Slap hammer threaded stud was found to be bent. There was no case involved.